Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient used to work at a hospital and treated themselves with silver sulfadiazine and an antibiotic. The patient stated that they got the silver sulfadiazine in canada but it was not due to this problem. It was also mentioned that they discovered a scar on the site (leg).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.